Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7081262.

Event description:
It was reported that during the ipg implant procedure, the physician noticed that there was a fluid buildup at the lead site. It was noted that the patient felt a slight headache. The physician decided to explant the leads. The explanted leads were not returned as it was kept by the medical facility.